Event description:
Heartware patient presents with left ventricular assist device (lvad) component failure 5 months postoperatively. Pt endorses that he was awakened by lvad alarm that he assumed was low battery alert. After changing both batteries the alarm stopped, however moments later he experienced the sustained alarm of pump stoppage. Pt remained conscious and asymptomatic; he notified lvad team and 911. Pt attempted to change batteries and controller without successfully restarting pump, and presented to non-lvad emergency room asymptomatic and normotensive, with only modest elevation in creatinine. Pt was transferred to lvad center for continued management. A few days later, a heartware to heartware exchange was performed and the pt was discharged 2 weeks later.